Event description:
The patient reported that the monitor was hot when charging. When unplugging the cord and the metal part of usb port it was noted to be hot. The patient was not harmed and did not need to seek medical attention.

Manufacturer narrative:
It was reported that the monitor was hot. The device returned and investigation was performed. Engineering evaluation was able to confirm overheat. Root cause is most probable to be a fault from the charging cord.